Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms a piece of the gray cam arm is missing. The missing piece was not returned with the device. The device exhibits signs of significant wear and use. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a total knee arthroplasty the journey ii bcs lck fem implant impact broke where plastic hooks onto femur. It is unknown if there was an intervention due to the malfunction of the device. No delay reported. The procedure was finished using a smith and nephew back up device.